Event description:
It was reported that the patient received a patient notification for high pacing right ventricular lead impedance. The impedance made an abrupt jump exceeding the high limit. Upon device check, all electrical parameters including impedance were stable and within normal limits. Aggressive pocket manipulation showed no noise on the egm. No patient symptoms were reported and the patient was not dependent. The physician will continue to monitor the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the asymptomatic and non dependent patient's right ventricular lead exhibited varying/high pacing lead impedance once again. All other parameters were stable. Patient will continue to be monitored.